Event description:
Boston scientific received information that this pacemaker with non-boston scientific right ventricular lead displayed a rv lead safety switch reset due to a low pace impedance measurement. Interrogation revealed normal impedance measurements. In addition, noise was noted. The patient with this device is not pacemaker dependent and did not experience any adverse patient effects.

Manufacturer narrative:
According to available information, this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.